Event description:
On (B)(6) 2011, the patient's mother reported, the up/down buttons of the infusion device are not responsive. The patient noticed the issue a "couple" of months ago when the infusion device did not beep and the display did not change when he attempted to bolus. The patient switched to his backup infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.